Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 580 mg/dl and changed insulin and reservoir. Customer was did not feel well to troubleshoot. Customer changed entire set and blood glucose dropped to 530 mg/dl. Customer was advised to change entire set, treat per healthcare professional and call back if high blood glucose persisted.